Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device for between 25 and 36 hours. The patient was experiencing high blood glucose levels up to 22 mmol/l (396 mg/dl) and noticed when they removed the pod that there was a red bump, skin irritation, and bleeding at the insertion site. The patient experienced a fever as well (exact temperature not specified). The patient sought medical attention at a general practice center where they were diagnosed with a skin infection and provided a prescription for an unspecified antibiotic. The visit lasted 10 minutes. A new pod was successfully placed on an alternative location.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.